Event description:
Patient underwent an arthroscopic labral repair at the hospital, the 275 ml 5" 5ml/hr beeline was implanted at the end of the procedure. Forty eight hours post procedure, the patient was at home removing the catheter. The plastic broke and exposed in internal wire and left the distal 5 cm of the catheter in the wound. The patient was involved as they were the one removing the catheter as per the guidelines provided. The patient returned to hospital on the next day ((B)(6) 2013) to have the remainder of the catheter removal under general anaesthetic in an arthroscopic procedure.

Manufacturer narrative:
Statement received from patient's dad states that there were no instructions or direction explaining on how to remove the tube. They were told that it was easily to remove and just to pull it out. Product was not returned for evaluation, complaint cannot be verified. Lot number cp19668 provided was most likely from formally a moog medical devices group company. Attempts to contact them and provide a DHR review have failed.